Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product summary: preliminary and functional testing was performed on the returned device. Results confirmed normal pacing and sensing functionality. Internal battery impedance during functional testing was found to be higher than the threshold established for automated testing. However, the measured impedance in the battery had not reached a level to impact device performance. This device was included in that field action, returned product testing found the device performed as described in the field action. (B)(4).

Event description:
It was reported that the device triggered elective replacement indicator (eri) and appeared to be depleted. It was also noted that the patient is pacing dependent and the device was not pacing. The patient was in complete heart block with a rate in the 30s. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.